Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that while the edwards field sales representative was visiting the customer, they opened a sealed unit to test the pacing swan-ganz catheter and introducer. It was discovered that the catheter could not be properly secured to the contamination shield of the introducer, which would have resulted in an inability to pace. There was no patient involved in this case.